Manufacturer narrative:
Dates of death, event, and implant: dates estimated. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices was not provided. The reported patient effect of death as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, and due to the limited information available (article based on multiple individuals with no specific information regarding the individual patients), a cause for the death cannot be determined. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the patient death. It was reported through a research article identifying mitraclip that may be related to patient deaths. Specific patient information is documented as unknown. Details are listed in the article: interventions for secondary mitral regurgitation in patients with heart failure: a network meta-analysis of randomized controlled comparisons of surgery, medical therapy and transcatheter intervention. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.b3: date of event corrected